Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was not feeling well. It was determined the lead was intermittently losing capture. The patient was seen for a surgical revision procedure where the lead was surgically abandoned. No additional adverse patient effects were reported.